Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, there was blood leaking from the bottom of one (1) tube. The tube was replaced. There were no health impact or consequences reported.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) hospital investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to damaged (broken/leaking) as all samples met specifications. Thirty (30) retain samples were subjected to a visual inspection for damages. 0 of 30 samples failed for damages. Ten (10) retain samples were subjected to a visual inspection for brittleness. 0 of 10 samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of damaged (broken/leaking). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.